Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Visual inspection shows no additional damage on the lcd screen were noted. Device received with cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned condensation under the screen making it difficult to read the left half of the screen. It was reported that the reservoir does not lock in place right away and requires attempts to secure. The up button was less responsive. The insulin pump had decreased battery life and the batteries had to be replaced in 2-3 weeks. The customer reported crack on bottom right of the casing around screen. The device will not be returned for analysis.